Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2017 with the following findings: investigation revealed a battery compartment crack. (B)(6).

Event description:
The pump has been returned to animas. Investigation revealed a battery compartment crack. This report is made based on results of the investigation performed on (B)(6) 2017.